Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call needing assistance with changing the set. Customer's blood glucose was 437 mg/dl. Customer woke up with blood glucose at 34 mg/dl and thought that she might have over-treated her low blood glucose. Customer declined troubleshooting. Customer will not be returning the device for analysis.